Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The inspection outcome revealed that the screw is 16 mm instead of 14 mm. The complained screw is anodized gold, this indicates that the screw followed the finish process of the cervical spine expansion head screw and that the mix up occurred before the anodization process. Placeholder.

Event description:
Doctor found the length of screw was not correct. The surgery was not delayed. Another screw was used and the patient was not impacted. No additional treatment was required.